Manufacturer narrative:
The facility biomedical engineer stated that the video baton has been removed from use and discarded. Since the device was not returned for evaluation, based on the information received, the cause of the reported loss of image could not be determined. Upon review of the device history records for the serial number, (B)(4), it was determined that the device was manufactured on (B)(6) 2015 and the one (1) year warranty period has expired.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, there was no image. Reportedly a second glidescope system was prepared and used, however no delay in the procedure was reported. No harm to patient or user was reported.